Event description:
It was reported that during a da vinci-assisted bilateral axillo-breast approach thyroidectomy surgical procedure, user informed the technical support engineer (tse) that the usm4 instrument clutch button was unresponsive during surgery, leading the site to convert to laparoscopic surgery. The tse reviewed the system error logs and confirmed the occurrence of error 25745 on usm4, indicating that the instrument clutch button was unstable or noisy for at least 75 milliseconds. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed no additional port incisions were required, as the surgery was nearly complete and the surgical team, highly skilled in laparoscopic techniques, managed effectively with the existing ports. Additionally, the patient tolerated the conversion well, with no issues related to the change in surgical method.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where no errors related to the reported event occurred. The unit was installed onto an in-house patient fixture test platform (pftp) where no errors related to the reported event occurred. As a result of these findings, failure analysis was able to conclude that the insertion clutch button assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.